Manufacturer narrative:
Date sent to the FDA: (B)(6)2024 additional information: a2, b7, d3 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney the patient underwent incisional hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent laparoscopic surgery for hernia recurrence on (B)(6) 2017. The surgeon noted the previously implanted mesh was next to the recurrent hernia defect and it looked like it was somewhat shriveled up. The mesh was removed. It was reported the patient continues to experience severe pain and discomfort. No additional information was provided.